Event description:
It was reported that the customer was hospitalized due to high blood glucose of 895mg/dl, and his blood glucose was treated with an insulin drip. It was stated that the customer was very lethargic prior to his admission. The caller stated that the customer has been very confused for the last week or so. The spouse mentioned that his insulin pump alarmed motor error, but she was not sure when it occurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.